Manufacturer narrative:
Continuation of d10: product ID: 8784, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 12-jun-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a medtronic representative regarding a patient who was receiving baclofen, 2 000mcg/ml at 300mcg/day via an implantable pump for an unknown indication. It was reported that the patient presented for pump refill at an unknown date and it was determined via an x-ray that the pump had flipped. No additional symptoms to the patient other than unable to refill the pump due it being flipped. The patient was brought in for pocket revision and to replace the pump segment, and it was discovered that the pump had flipped numerous times and the catheter had twisted many times and torn just distally to the hub connector to the pump. The catheter was cut distally to pump segment/spinal segment connector and replaced with a new pump segment. The healthcare provider has no further information to provide, and the issue was resolved at the time of the report.